Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned. However, performance data was collected from the device and analysis of the device memory indicated there was a wavelet detection. It was noted episode 35 was in question as wavelet inappropriately withheld a ventricular tachycardia (vt) episode. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator's (ICD) wavelet feature incorrectly withheld therapy when the patient was in ventricular tachycardia. The ICD was reprogrammed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.